Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage occurred. The calcified, target lesion was in the mid left anterior descending (lad) artery after the takeoff of the 1st diagonal artery. The lesion was predilated with a 3.0 x 12mm non-bsc balloon. The physician selected and attempted to advance a 2.75 x 12mm taxus express2 drug eluting stent (des) to treat the target lesion but it was unable to cross the lesion. The target lesion was predilated again. The physician attempted to advance the 2.75 x 12mm taxus express2 des a 2nd time, but the device continued to be unable to cross the lesion. The device was removed from the patient and it was noticed that the stent appeared to be "bent", "deformed", and "damaged". The physician attempted to cross the lesion with an unknown sized non-bsc bare metal stent; however, that device would not cross the lesion adequately either. It was reported the "balloon was the only thing the physician could cross with". There were no patient complications reported with the patient's current condition listed as "fine".